Event description:
It was reported that during implant, all pairs associated with electrode 0 measured to be greater than 4,000 ohms. The lead was re-seated twice, but the impedances remained the same. Stimulation was felt and no fractures were observed. Rather than replacing the lead and/or implantable neurostimulator, the doctor decided to leave the system in place and program around electrode 0. Following the procedure, the patient was doing fine.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0tcz7, implanted: (B)(6) 2015, product type lead. (B)(4).